Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1, date: (B) (6) 2009, inratio: >7.5, lab: 8.2. Pt 2, date: (B) (6) 2009, inratio: 3.5, lab 2.92.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: >7.5, ref: 8.2, mean: 7.85, confidence limits: unable to determine. A 7.5 inr has been utilized for the purpose of comparison test. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 3.5, ref: 2.92, mean: 3.21, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio value >7.5 means pt's inr is > than meter reading limit. Meter and strips are not expected to be returned. Further testing is not required at this time. Trend analysis is not required as strip lot info was not provided. Corrective action not required at this time.